Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to lead failure. A right ventricular (rv) and left ventricular (lv) was also present in the patient, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction, and the physician began the case by choosing a spectranetics 14f glidelight laser sheath. The glidelight device advanced to the end of the ra lead, but the lead still did not release easily from the right atrial appendage. Traction alone was then applied and eventually the lead freed from the right atrial appendage. A growing effusion was noted on transesophageal echocardiography (tee) and atrial line pressure began to drop. Rescue efforts began, including attempted pericardiocentesis (unsuccessful), chest compressions, a subxiphoid window and ultimately a sternotomy. A right atrial appendage perforation was confirmed and successfully repaired. The patient survived the procedure. This report captures the lld providing traction to the ra lead when the right atrial appendage perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.